Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported that the device had performance damaged product. It was received for analysis an empty opened foil, a labeled winding former and a dispensed needle-suture of product code sxpp1a301. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed. Also, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance damaged product suggest an improper handling of the sample.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a barbed suture was used. During the procedure, it was found that the suture did not have a fixation tab before use. There were no adverse consequences to the patient. Upon evaluation of the returned device, the two sides of the fixation tab were broken. No additional information was provided.